Event description:
Io fix construct removed due to pt pain.

Manufacturer narrative:
Two io fix constructs were removed from the 2nd/3rd metatarsals. It was reported by the surgeon that the x-post selected (6.6mm) was too large and cracked the 2nd metatarsal.